Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure and tvt and pelvisoft mesh were implanted concurrently with laparoscopic-assisted total vaginal hysterectomy with right salphingo-oophorectomy. It was reported that the patient underwent robotic-laparoscopy left salphingo-oophorectomy, lysis of adhesions, peritoneal biopsy, complex posterior colporrhaphy with elevate graft, and retropubic sling on (B)(6) 2015 by (B)(6). It was reported that following insertion the patient experienced incontinence. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.